Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging meter memory issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (06/17/2013)-device evaluation: the subject meter was returned on 04/26/2013 and analysis completed on 06/05/2013. The reported complaint could not be confirmed. A memory download was performed and the meter was found not to have a memory issue. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The meter/test strips associated with this complaint has been returned to lifescan; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.